Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the basket partially broke inside the patient but did not break to the point the device detached. No patient injury or consequence. Therapy was not delayed or interrupted. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the ptd catheter with no evidence to suggest a manufacturing related cause. The probable cause of broken basket wire could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the basket partially broke inside the patient but did not break to the point the device detached. No patient injury or consequence. Therapy was not delayed or interrupted. The patient's condition is reported as fine.